Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn:m365sc2317500, model:sc-2317-50, serial: (B)(6), batch:7072255/7071974, UDI: (B)(4).

Event description:
It was reported that the patient was no longer getting adequate pain relief from the spinal cord stimulator (scs) device despite of optimizing the program. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were not released by the medical facility.